Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain and abdominal pain. The patient was not hospitalized for the events. The cause and treatment were not reported. At the time of this report, the patient has not recovered from cloudy drain and the outcome for abdominal was not reported. Action taken with pd therapy was unknown. The reporter declined to provide additional information.